Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months and twelve days post port placement, computed tomography of abdomen without contrast was performed which revealed that the left chest port catheter terminates in the superior vena cava. X ray chest port revealed inferior jugular port-a-cath was in stable position. On the same date, x ray chest revealed left port-a-cath looped in the left jugular but extend to the cavoatrial junction. Around one day later, gram-positive cocci bacteremia and possible septic emboli seen in the lungs, for which port removal was recommended. On the same day, removal of left chest port was planned and completed. There were no gross signs of infection. Therefore, the investigation is inconclusive for the reported adverse event as no objective evidence was provided to confirm any alleged deficiency with the port. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 08/2022), g2, g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately three months and three days post port placement procedure, the patient allegedly developed infection. The port was removed from the patient. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Medical records were not provided. Therefore, the investigation is inconclusive for the reported adverse event as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.